Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that one of the implanted leads migrated. The patient underwent surgical intervention on (B)(6) 2019 wherein, the lead was replaced and therapy was restored. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported. Related manufacturer reference number: 1627487-2019-08804.